Event description:
Drain was inserted status post total knee replacement. It was pulled 2 days post-op. After drain was discontinued, patient still complained of knee pain. X-ray revealed "possible drain fragment seen." Patient underwent knee arthroscopy three months post-op. Entire joint scoped, no fragment seen. Knee x-rayed and fluoro shots taken intra-op, no drain fragment seen. Patient continued having knee pain. X-ray taken. Patient went to the or two months later (5 months post-op) for open excision/removal of drain fragment. Drain was in the fat pad of the knee.